Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were non responsive at times. The customer's blood glucose value was unknown. The customer was reported that the insulin pump had crack and hairline fractures, rejected brand new battery, diminished battery life, lost pump settings. The insulin pump will not be returned for analysis.